Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 08:13 am, he obtained a result of ¿14.4 mmol/l¿ on the subject meter which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and administered 10 units of humalog mix 25 insulin in response to the alleged issue. The patient reported that ¿30 minutes later¿ he developed a symptom of ¿shaking¿ however denied receiving any treatment. The patient reported that ¿2 hours¿ after obtaining the result of ¿14.4 mmol/l¿ he tested his blood glucose on the subject meter which gave a result of ¿12.1 mmol/l¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure however it was determined that the test strips had been stored incorrectly as the patient was not storing them in the original vial. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, after the alleged product issue began.